Event description:
It was reported when using the bd eclipse¿ needle there was foreign matter in the package. The following information was provided by the initial reporter. The customer stated: "foreign matter was in the package.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 11/18/2021 h.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, a brown foreign matter was observed on the eclipse hub. The sample was subjected to visual inspection to check for foreign matter. One brownish black embedded foreign matter was observed on the eclipse hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the device history record review, there is no heater change on the mold / press and no abnormality during the production run for the affected hub batches. There were also no similar complaints received on the embedded foreign matter associated with the hub batches. Based on the available information that only one piece of hub is affected, the likely probable cause that could have attributed to contaminants in the resin or color concentrates where, during the injection molding process, the contaminants became embedded to the eclipse hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ needle there was foreign matter in the package. The following information was provided by the initial reporter. The customer stated: "foreign matter was in the package."